Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump button need to pressed multiple times and piece was missing from insulin pump. Customer¿s blood glucose was unknown at the time of incident. Customer stated that cracked on battery compartment and reservoir compartment. The insulin pump will not be returned for analysis.